Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the caller mentioned that when the patient had the ins implanted the caller thought they had a stroke stating the procedure was outpatient. The caller took the patient home and thought the patient was still under anesthesia and groggy, but when the patient woke up the next day the patient couldn't function, couldn't walk, couldn't talk, and couldn't see. The caller stated they took the patient back to hcp where the hcp determined the settings they put on their ins were for the previous ins. When the hcp adjusted the patient¿s settings the issue resolved.